Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection (via the naked eye) revealed white particles in the bag. Particles were identified as one cellulose fibre, one polyacrylic fibre, five cellulosic particles, and two orange particles identified to be fragments of a butyl rubber material. These were identified via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning, scanning electron microscope, and x-ray microanalysis. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ivt disposable eva bag was observed to have particulate matter inside the bag, after filling the bag with unspecified solutions. According to the report, the reporter stated that the bag appeared to have ¿small fluffy particles¿. It is unknown when this observation occurred or how it originated. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.